Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When the patient was taking a reading, the patient unit told her to shift on the pillow. The patient accidentally shifted enough to fall off the bed. The patient was unable to get up. The fire department was called and assisted the patient in getting off the floor. It was also indicated that the patient had cut both her arms during the fall. The cuts were treated with gauze. The patient also experienced some soreness following the incident. Hospitalization was not required.

Manufacturer narrative:
No device analysis results are available because the device was not returned.